Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the universal cord was cut, water tightness was lost due to a cut on the universal cord, the bending section cover adhesive was chipped, the video connector case was cracked and deformed, and multiple parts of the scope were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the deflectable videoscope had metal wires visible through the universal cord sheath. There was no reported patient harm or impact due to this event. The device was returned for evaluation. During the device evaluation, the adhesive around objective lens was found to be peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, it the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection" as follows. Inspection of entire endoscope: 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.